Event description:
It was reported that during an unk procedure, the first firing across the lesser curvature of the stomach had no event. The device was reloaded for a second firing. While doing so, they noticed that one staple line did not form at all. The staples were totally unformed within stomach tissue. The doctor picked out the unformed staples and used another device to complete the staple line. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 06/12/2009. Info anticipated, but unavailable at this time.